Event description:
It was reported that during the attempted implant of this right ventricular (rv) lead, after positioning the lead there were high capture thresholds, and upon attempting to retract the helix it was noticed that mechanism failed to retract due to a bent helix. This lead was removed, and the procedure was completed with another lead. The lead is not expected to return. No additional adverse patient effects were reported.